Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The field service engineer checked the analyzer and was unable to determine a cause. Performance testing was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for four patients from the cobas e 801 analytical unit. Patient 1 results were 1.600 pg/ml and 312 pg/ml. Patient 2 results were 63.9 pg/ml and 30.6 pg/ml. Patient 3 results were 1.280 pg/ml and 504 pg/ml. On (B)(6) 2025, patient 4 results were 74 pg/ml and 44 pg/ml.

Manufacturer narrative:
There was an allegation of additional questionable elecsys troponin t hs results for four patients from the cobas e 801 analytical unit. On (B)(6) 2025, patient 5 initial result was 735 pg/ml, and the repeat result was 275 pg/ml. On (B)(6) 2025, patient 6 initial result was 40.3 pg/ml, and the repeat result was 22.8 pg/ml. On (B)(6) 2025, patient 7 initial result was 13.8 pg/ml, and the repeat result was 8.76 pg/ml. On (B)(6) 2025, patient 8 initial result was 34.6 pg/ml, and the repeat result was 19.8 pg/ml. On (B)(6) 2025, patient 9 initial result was 66.9 pg/ml, and the repeat result was 45.3 pg/ml. On (B)(6) 2025, patient 10 initial result was 790 pg/ml, and the repeat result was 602 pg/ml. On (B)(6) 2025, patient 11 initial result was 77.6 pg/ml, and the repeat result was 44.3 pg/ml. On (B)(6) 2025, patient 12 initial result was 58.0 pg/ml, and the repeat result was 36.5 pg/ml. On (B)(6) 2025, patient 13 initial result was 51.7 pg/ml, and the repeat result was 30.7 pg/ml. The investigation is ongoing.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present, because the qc before the event was within ranges. There was no product problem identified.